Event description:
It was reported that a large hematoma occurred at the patient's generator site hours after the patient's initial vns implant surgery. The surgeon removed it and applied a drain at the chest incision site on the same day. The manufacturer's device history records of the involved generator were reviewed. The generator passed final functional and quality tests prior to release. No further relevant information has been received to date.

Event description:
It was reported by the surgeon that the patient's initial operation was uneventful but that the patient was generally "oozy." It was noted that the patient was taking na valproate (an anti-epileptic drug), which has an antiplatelet effect. The hematoma occurred over the first 6 hours after surgery. When the hematoma was evacuated, no obvious bleeding was found. Tranexamic acid (a clotting promoter) was administered and the patient recovered without subsequent issue. The hematoma was reportedly quite large and uncomfortable with a risk of compromising the patient's airway no further relevant information has been received to date.